Event description:
A portion of heat stake flew into the pt's eye during opening of a blood collection needle. Event occurred on 4/9/92. The complaint was reported as part of a more recent complaint for a similar event. In this instance ('92) the pt experienced a scratched cornea and received antibiotic eyedrops.